Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The biomed reported that alarms were not triggering at the piic.the device was in use monitoring patients.no adverse event was reported.